Event description:
It was reported that this pacemaker exhibited pacing inhibition on both the right atrial (ra) and right ventricular (rv) channels for several seconds due to oversensing of noisy signals. Additionally, the pacemaker exhibited low within range impedance on both channels. Technical services (ts) noted that they could not confirm asystole due to the noisy signals. There were also high capture thresholds on the rv channel. The noise occurred on both leads at the same time on various dates. The issue was resolved by a health care professional (hcp), however, it is unknown what was done. The device remains in use. No adverse patient effects were reported.